Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is implanted in patient.

Event description:
It was reported by the operating room manager at the user facility that there was a delay in surgery of 4 hours. The host bone was sterilized by mistake by the surgical team in place of the flap head peek. The event was identified when the patient was on the operating table with anesthesia, surgical approach performed, exposed brain. The neurosurgeon decided to keep the patient asleep during the time to sterilize the flap in peek. The process lasted theoretically for 4 hours (outsourced sterilization). The event was reported as a "human error" by the medical staff. There was no medical intervention reported, and the procedure was completed successfully.

Manufacturer narrative:
The complained device was not returned, therefore, the reported event could not be confirmed. Although the complained device was not returned, some pictures were provided to perform a visual inspection. On one picture the upper box is the packaging of the cci implant and the lower box is the packaging of the host bone. On the lower box the label shows "do not sterilize." Furthermore, even the inner host bone bag is labeled with "do not sterilize." Furthermore, it is also stated in the related IFU ¿do not sterilize¿. Therefore the reported failure mode (sterilized host bone) can be attributed to a user related event.

Event description:
It was reported by the operating room manager at the user facility that there was a delay in surgery of 4 hours. The host bone was sterilized by mistake by the surgical team in place of the flap head peek. The event was identified when the patient was on the operating table with anesthesia, surgical approach performed, exposed brain. The neurosurgeon decided to keep the patient asleep during the time to sterilize the flap in peek. The process lasted theoretically for 4 hours (outsourced sterilization). The event was reported as a "human error" by the medical staff. There was no medical intervention reported, and the procedure was completed successfully.